Event description:
Five years ago pt had an experimental stent graft placed for repair of a large thoracic aortic aneurysm. The overall length of the aneurysm required two stents to complete the repair. Pt received electrocardioversion therapy for atrial fibrillation performed at hosp by dr. Within 24 hours of the electrocardioversion, pt had to be airlifted to another hosp due to leaking from the thoracic aortic aneurysm. Pt underwent 5 hours of surgery. The experimental stents placed 5 years earlier had failed under the stress of electrocardioversion and was the source of pt's bleeding episode. The failed stents were replaced during the surgery the next day. As these stents are experimental, rptr feels reporting such failure under such conditions is important in order to warn other pts/healthcare providers where similar failure may occur.